Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon notified on a implants removal surgery due to infection. Patient did bipolar hemiarthroplasty 7 years ago, no further information available.